Event description:
It was reported that this right ventricular lead was explanted due to noise, oversensing, pacing inhibition, high within range pacing impedance measurements and high pacing thresholds. Another lead was implanted instead. No further adverse patient effects were reported.